Event description:
Customer reported a leak and noted the y connector had disconnected from the central line cap. The pt was receiving tpn and lipids. The pt's blood sugar was stable and new IV fluids were ordered. No pt harm reported and no medical intervention required. Although requested, no additional event or clinical info available.

Manufacturer narrative:
(B) (4). (B) (4). The extension set was received. A follow-up report will be filed upon completion of the investigation.